Event description:
It was reported that a patient underwent a labor and delivery procedure on (B)(6) 2022 and suture was used. During the procedure, the needle got detached from the suture. Another like device was used to complete the procedure. No adverse patient consequences were reported. No additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur during one or multiple patient procedures? Unclear for (B)(4) since it has 3 ips is this for the same procedure? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide information requested above for each patient event. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? What is the quantity involved per procedure was there any adverse patient consequence(s) or subsequent medical/surgical intervention? Events reported via: 222210968-2022-06965, and 2210968-2022-06967.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 9/9/2022 h6 component code: g07002 no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that two empty opened foils, two empty labeled winding formers, and two detached needles product code j258h were returned to ethicon for analysis. Upon visual analysis of the returned sample revealed that clip off defect was observed in the needle. The barrel hole was examined under 20x magnification and revealed a remnant suture. In addition, the suture was not received for evaluation. As per returned conditions of the sample no functional test was performed. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty opened foil, one empty labeled winding former, and one detached needle product code j258h were returned to ethicon for analysis. As per the visual inspection of the needle, the swage and attachment area was noted to be as expected, and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that two opened samples of product code j258h were returned to ethicon for analysis. In order to evaluate the conditions of the returned samples, no needle pull-off was observed, and the swage and attachment area was noted to be as expected. The suture was received dispensed and examined along the strand to detect any issues on the suture and no defects were observed during the evaluation. A functional test was not performed, due to the product code j258h contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one hundred nineteen packets of product code j258h were returned with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirty-two samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any related issues no defects were observed during the evaluation. A functional test was performed, and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 222210968-2022-06965, 10968-2022-06966, and 2210968-2022-06967.